Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise which led to inhibition of pacing. It was unknown if the patient was symptomatic due to the event. The lead was explanted and replaced successfully. The patient was stable before, during, and after the procedure. At interrogation of the pulse generator post-procedure, it was reported that the device displayed an eri alert, triggered on "(B)(6) 201," prior to the implant date, and an eos alert, triggered on (B)(6) 2017. It was noted that the alerts were false due to cautery exposure to the device. The device was successfully restored and patient will continue with normal follow-up.